Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and ams monarac subfascial hammock was implanted into the patient. Is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported the mesh was implanted on (B)(6) 2007 to treat stress urinary incontinence with rectocele. It was also reported that following insertion the patient experienced pain, urinary problems, and vaginal scarring. Additionally, on (B)(6) 2012, the patient underwent removal of vaginal mesh material, pubovaginal sling with repliform due to mesh erosion and periurethral scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and monarc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.